Event description:
It was reported that a miniarc mesh revision was done on (B)(6) 2012. A small amount of mesh was excised under the urethra due to the sling being too tight.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.